Manufacturer narrative:
Device evaluated by the MFR: only the main coil was returned for this complaint. A non-bsc catheter was returned with the complaint. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The main coil was advanced through the non-bsc catheter, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the catheter in order to release the main coil. The delivery wire was not returned. The main coil zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm of the main coil was detached. Dimensional inspection revealed that the number of distal and proximal fiber bundles failed specification. The zap tip and primary coil outer diameter were within specifications.

Event description:
Reportable based on device analysis completed on 10oct2019. It was reported that the coil could not deploy. An 8mm x 20cm interlock coil was selected for use. During the procedure, a continuous flush was performed and the device was advanced to the middle of the 5f catheter; however it was noted that the device could not deploy. The device was removed with the catheter from the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable post procedure. However, device analysis revealed that there were missing fiber bundles and the interlocking arm of the main coil was detached.